Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not using the wick currently, because the patient got an infection from the purewick female external catheter. It was unknown what medical intervention was given for the infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are experiencing skin irritation or breakdown at the site. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." Removal: to remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations.¿ correction: b, f h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not using the wick now, because the patient got an infection from the purewick female external catheter. Per additional information received via follow up on 27aug2021, stated that the patient had an urinary tract infection. The patient was treated with antibiotics and the infection got cleared. Also stated that the patient did not remember the name of the antibiotic and they would not be using the device anymore.